Event description:
It was reported that during an attempt to re-position the patient's cochlear implant, as well as shave down the patient's skin flap, a portion of the electrode was accidentally withdrawn from the cochlear. The incident was reported to med-el corp by the clinician, along with an order for a new implant for this patient. In 2008, the surgeon re-implanted the patient with the new device which had been shipped. The original revision attempt had not been reported to med-el prior to it taking place. The resulting necessity to explant/re-implant was due to the surgeon's error during the previous revision attempt and was in no way the fault of the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.